Manufacturer narrative:
(B)(4): the loss of audio was due to a broken speaker. The speaker was replaced and audio function was restored. Trending for this issue supports that there was no health risk and there was no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted.

Event description:
The customer reported that there was a loss of audio. No pt harm was reported.